Event description:
It was reported, "locking screws that connected the cone body to the conical stem snapped during tightening. Surgeon impacted cone body into the conical stem and during tightening the head of the screw came off and screw was left in-situ as it couldn't be removed. Surgeon was happy to leave it in."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.